Event description:
It was reported while using walgreens thin insulin syringes the cap could not be removed. There was no report of patient impact. The following information was provided by the initial reporter: consumer reported that the needle shield is difficult to remove.

Manufacturer narrative:
A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.

Manufacturer narrative:
H6: investigation summary no samples (including photos) were returned therefore the complaint could not be confirmed and the root cause is undetermined. A review of the device history record was completed for batch# 1172392. All inspections and challenges were performed per the applicable operations qc specification. H3 other text : see h10.

Event description:
It was reported while using walgreens thin insulin syringes the cap could not be removed. There was no report of patient impact. The following information was provided by the initial reporter: consumer reported that the needle shield is difficult to remove.